Event description:
On (B)(6) 2011, pt reported the protective rubber casing is peeling off the up button, and the up button is increasingly difficult to press. Infusion device is kept in her pocket, and she is able to see the base material underneath the rubber casing. Pt reported blood glucose has elevated to the 200 mg/dl range, and she believes this is due to the faulty up button. Pt reported, she does not have a normal blood glucose range, and she delivered more insulin to correct hyperglycemia. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.